Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 389 mg/dl and a sensor glucose level of 169 mg/dl. Customer also reported that earlier in the day of the call, she had a blood glucose level of 450 mg/dl, which she treated for. The insulin pump was not replaced or returned for analysis.